Event description:
A customer reported a low reading issue with the adc device. The customer reported low sensor readings, while experiencing symptoms of dizziness, vomiting, and "ketogenic shock", with seizure and loss of consciousness. The customer went to hospital where they were diagnosed with hyperglycemia and provided treatment of insulin (dose/type unknown), requiring hospitalization for 2 days. There was no report of death or permanent injury associated with this event. A readings comparison of 66 mg/dl and 60 mg/dl with the sensor against 490 mg/dl and 685 mg/dl with the healthcare meter was provided. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly. Extended investigation has been performed on the returned sensor. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the sensor¿s connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported low sensor readings, while experiencing symptoms of dizziness, vomiting, and "ketogenic shock", with seizure and loss of consciousness. The customer went to hospital where they were diagnosed with hyperglycemia and provided treatment of insulin (dose/type unknown), requiring hospitalization for 2 days. There was no report of death or permanent injury associated with this event. A readings comparison of 66 mg/dl and 60 mg/dl with the sensor against 490 mg/dl and 685 mg/dl with the healthcare meter was provided. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Abnormal data was observed with dq (data quality) errors found throughout the historical data when graphed. Sensor state 8 is an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Data quality errors are not customer facing and occurs to protect the user from unreliable glucose values by not presenting the values to the user. These indicate brief physiological issues (such as rapidly changing glucose due to food or exercise) that are not indicative of a product failure since the sensor was able to recover and continue to provide accurate glucose results. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly. Extended investigation has been performed on the returned sensor. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the sensor¿s antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported low sensor readings, while experiencing symptoms of dizziness, vomiting, and "ketogenic shock", with seizure and loss of consciousness. The customer went to hospital where they were diagnosed with hyperglycemia and provided treatment of insulin (dose/type unknown), requiring hospitalization for 2 days. There was no report of death or permanent injury associated with this event. A readings comparison of 66 mg/dl and 60 mg/dl with the sensor against 490 mg/dl and 685 mg/dl with the healthcare meter was provided. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant.